Manufacturer narrative:
Film evaluation results are: the exact cause of the reported stent graft migration could not be conclusively determined from the non-contrast CT's provided. The pre-anatomy information, films at implant, and earlier post-implant films were not provided for review and comparison. It is unclear if the stent graft had migrated since images immediately post-implant were not provided. From the films provided, the aortic neck diameter just below the renals measured ~ 28 mm and at 15 mm below was 32x40 mm. The bifurcate main body to the limbs was angulated ~ 70 deg a-p, and 30 deg l-r. It is possible that patient anatomy of conical aortic neck as well as the high stent graft angulation near the flow divider may have contributed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 60 mm abdominal aortic aneurysm. It was reported that, approximately five years and one month post index procedure a CT revealed that the endurant stent graft had migrated distally. The distance between the superior mesenteric artery to the proximal stent graft had increased from 17 mm to 19 mm. No clinical sequelae were reported and the patient will be monitored by the physician.

Event description:
Additional information was received as follows: the investigator assessed the possible cause of the migration may have been due to the patient's anatomy of a small conical aortic neck.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.